Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the patient's settings had changed at some point in the last 96 hours and they don't know how. They said it might be nice for the parents to understand what was going on and that they were new to this and did not understand the external devices and that all the information they were given when they'd been called to review information was a lot to take in but to their knowledge nothing was changed/they don't know how it changed. Documented reported event. No further action was taken by patient services.